Event description:
When using the 28mm 4.8mm eea stapler, the staples didn't completely engage with the tissue. It resulted in a hole in the bowel, which was discovered during the routine lower endoscopy. Two complete donut holes were intact. The physician repaired with colon with suture and endoscopy revealed no other repairs needed.